Event description:
It was reported that during 'prior to use' testing, an endobronchial tube did not completely deflate. There was no reported patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). The reported event was not duplicated during evaluation. A review of the device's history confirms no anomalies have been noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).